Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). Rep reports they are currently in operating room for pocket revision. Caller reports patient has been reporting uncomfortable pocket stimulation for the past 2 years. Caller reports physician is moving ins from left buttock to left abdomen area. Caller do not know what type of uncomfortable stimulation patient was feeling. Caller reports pre-op impedance was fine. Caller reports patient's ins battery currently at 3.76v. Caller reports physician had performed bipolar cautery and stimulation was off. Lead connectivity is fine, but electrode impedance test performed, and all electrode impedance shows x. Reviewed short physician recharge mode to reset ins. Caller was able to locate a recharger and performed a short physician recharge mode. Re-interrogating and electrode impedance reassessed. Caller reports continues to see all x except for electrode 13: 1104 ohms. Caller reports the lead connectivity continues to be fine, all 16 electrodes are green. Physician recharge mode performed for a full 1 minute and re-interrogating impedance. Caller reports all impedance are now within normal limits. Issue resolved.